Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but was confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was noted to be bent in the wrong direction during cataract surgery which left the beveled edge on the wrong side of the blade. There was no report of patient impact. Additional information has been requested.